Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. It was stated that the customer was very confused and unsure how to use the insulin pump. Troubleshooting was performed and the insulin pump passed the high pressure test. The time was off by twelve hrs, which would have affected the basal rates. All the other settings and totals were correct on the insulin pump. Advised the customer the importance of having the correct time and date.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.